Event description:
It was reported that during a da vinci-assisted surgical procedure, during the use of the instrument in surgery, the clamp of the device broke spontaneously, so it was necessary to replace it with another input of the same type. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found that failure analysis found the primary failure of broken curved blade to be related to the customer reported complaint. The instrument was found to have the curved blade broken at the base. A piece approximately 0.403" 0.085" in was found to be broken off. The broken piece was not returned components adjacent to this broken blade show damage, which may indicate potential mishandling/misuse. The teflon pad was damaged and missing material that was not returned. Common causes of the failure mode broke instrument blades are attributed to use conditions. Broken blades resulted from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional observation(s) not reported by site: the instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The event was caused partially or wholly by the user of the device, including sample handling. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.